Event description:
The surgery center reported that a laser vision correction patient experienced pain and blurry vision 15 minutes later after treatment was performed. The slit-lamp exam (sle) noted both flaps slipped. The patient was brought back to the laser suite to have the flaps repositioned. Over the next 8 hours, the flaps were repositioned by the surgeon 4 times. The first 3 flaps shifted after being repositioned. The fourth time, the patient was kept on the bed of the laser suite for over 30 minutes. Bandage contact lenses (bcl) were placed on both eyes (ou) and patient was discharged. Post op vasc from (B)(6) 2015: 20/15-2 od, 20/20 os.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.